Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer that contains controlled substance kept opening all the way. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was opening all the way for the medications and customer suspect the issue was related to sensor failure. A field service engineer (fse) diagnosed an issue where the mini drawer was not opening fully, replaced the faulty mini drawer, and tested the functionality in hardware test application, confirming everything worked correctly. The customer also tested the drawer and verified that it was operating properly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.